Event description:
The customer reported that they attempted to insert an intra-aortic balloon through the left femoral artery using a cut down technique. They reported difficulty inserting the guidewire, which eventually became kinked. They attempted to use the smaller guidewire and experienced similar difficulty and kinking of the wire. Another iab kit was opened and once again the customer attempted insertion through the left femoral artery without success stating that they could not pass the guidewire. The pt expired on (B)(6) 2012.

Manufacturer narrative:
The customer has advised that they will not be returning the product for eval; therefore, we are unable to complete a technical eval of the device. In addition, without the serial number, a device history record review cannot be performed. While we cannot conclusively determined why the customer was unable to insert the guidewire, this type of event can sometimes be attributable to clinical factors such as pt movement or tortuous anatomy. It should be noted that the sensation iab instructions for use contraindicates use of the iab in pts with severe calcific aorta-iliac disease or peripheral vascular disease. This pt is reported to have suffered from both conditions, thus it is quite possible that the pts' pre-existing conditions are casually related to the reported event. The facility was reminded that iab use is contraindicated in pts with these pre-existing conditions. Also, the facility was asked whether they would like to have further discussions with a clinical rep.